Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twist clamp of a minicap transfer set was cracked and leaked. This event occurred during use with patient involvement. The transfer set has been in use for two weeks. The patient used a blue clip to clamp the fluid pathways. The patient had the transfer set changed at the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. The mainbody was noted to be broken. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. There was a leak noted from the tubing near the damaged connector. Further inspection revealed a cut in the tubing. The cut in the tubing is located near the dark blue connector and broken main-body. The reported issue was verified during visual inspection and leak testing. The cause of the leak was determined to be damaged/cut tubing. The cause of the damaged mainbody and cut tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.